Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to fracture near the is-1 connector. A new lead was implanted without further issue.